Event description:
During an educational call, the patient reported he has experienced bleeding around his insulin infusion set site twice this week. He stated the sites were red and swollen. He also stated he has had elevated blood glucose readings in the 300-400 mg/dl range. During troubleshooting, the patient stated the infusion set needle does not appear to be dull and does not hurt with insertion. The patient was educated on site selection and the effect of muscular tissue on insulin absorption and introduced to an online version of infusion site management. The patient indicated, he is very thin and has more fatty tissue toward the side of his stomach, so will try it to see if it resolves the issue. Later that night, the patient called and reported his blood glucose was still elevated and when he removed his infusion headset the site started bleeding profusely. The patient was advised to try a different infusion set with a smaller needle and was sent some of these. On follow up, the patient stated the new infusion sets were working well for him. He said his blood glucose levels are normal and he is no longer bleeding from his sites. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.